Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient sample from a modular e module. The initial result was 193 iu/l and was reported outside of the laboratory. A new sample was drawn on (B)(6) 2018 and the result was <1 iu/l. The sample was repeated and the result was <1 iu/l. The first sample from the patient was then repeated and the result was 7 iu/l. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
It was clarified that the repeat of the sample drawn on (B)(6) 2018 was 6.56 miu/ml. The repeat was performed on (B)(6) 2018. The reagent lot was 308599 with an expiration date of (B)(6) 2019. The calibration data is within expectations. No reagent issue is evident. The alarm trace shows no indication of an issue. The affected instrument has been decommissioned and is no longer in use. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Medwatch fields were updated. It was clarified that the initial result was generated on (B)(6) 2018 and was 193.4 iu/l. The patient was asked to purchase some medication based on the initial results, but did not take the medication due to the subsequent lower results. The investigation is ongoing.